Event description:
Reporter stated that the surgeon inserted a single piece collamer intraocular lens model cc4204bf into patient's eye and noticed the lens was torn. The lens was removed without enlarging the incision. No patient injury. This is the first of two that this happened to on this same patient. See MDR report number 2023826-2006-00234.